Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of c.r. Bard, inc., (B)(4).

Event description:
Procedure: stress urinary incontinence. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment.